Event description:
According to the event description: "on (B)(6) 2025, a consultant reported a critical issue involving a b. Braun infusomat device during patient care. The device failed to alarm despite an occlusion in the infusion line."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). History files inspection: the device history files from august 29, 2025, were reviewed and multiple pressure and upstream alarms were recorded during the infusion. No other irregularities were identified. Visual inspection: the cover caps on the screw pillars, and the technician seal (353-01-071) on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,43 bar (should be: 0,1-0,7 bar). Pressure stage 9: 1,09 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 1,79 bar (should be: 1,8-2,5 bar). Pmin: 1,55 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,59 bar (should be: >1,2 bar). The mechanical pressure was slightly outside the tolerance range, but this did not affect the electrical pressure cut-off. A 24-hour long-term test was conducted using a space line at an infusion rate of 250 ml/h with no malfunctions observed during the test. Disassembly: liquid residues were observed on the emc protection shield and the lower housing inside the device. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The malfunction could not be reproduced. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.